Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. It was also reported that that the adhesive did not stick well on the skin. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The adhesive pad was not returned with the device. The adhesive welds were inspected, and no abnormalities were observed. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. The device was received deployed. Investigation found the exposed portion of the soft cannula to be shortened and torn off. Measurement of the entire soft cannula length was confirmed to be shorter than specification. As a result of the observed exposed soft cannula damage, fluid was unable to flow through the complete fluid path. The timing and cause of this damage could not be determined.